Event description:
On (B)(6) 2010, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2021, this patient underwent reintervention for a common iliac artery aneurysm and a dilated internal iliac artery. An additional contralateral leg component was implanted to extend coverage on the left ipsilateral side down to the level of the internal iliac artery. The patient tolerated the procedure.